Manufacturer narrative:
Due to the limited information, the cause of the event could not be determined. The investigation did not identify a product problem. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g from the cobas e 801 module. The initial result was 61 pg/ml and the repeat result on 23-nov-2023 was 3 pg/ml.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.